Manufacturer narrative:
This report is to follow up with medwatch # (B)(4). No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gallbladder removal - "retrieval bag (endo-catch bag) broke while trying to pull gallbladder from abdomen - resulting in unanticipated larger incision and additional bleeding from patient during case." Type of intervention - "had to extend the incision and patient had to stay overnight and receive IV antibiotics due to spilled contents into unexpected stay." Patient status - discharged in stable condition.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is to follow up with (B)(4).

Event description:
Gallbladder removal - "retrieval bag (endo-catch bag) broke while trying to pull gallbladder from abdomen - resulting in unanticipated larger incision and additional bleeding from patient during case." Type of intervention: "had to extend the incision and patient had to stay overnight and receive IV antibiotics due to spilled contents into unexpected stay." Patient status - discharged in stable condition.